Manufacturer narrative:
Reporting address postal: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00213. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "check vent: backup alarm failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the central processing unit (cpu) board preventively, and no other anomaly was observed. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) board was returned to the product investigation lab (pil). The pil technician verified that the 1104 "backup alarm failed" alarm error occurred once in the log (1104-postbackupaudiblefailed); however, the 1104 error could not be duplicated at the pil during the bootup of the cpu board or standard test bed (stb) operation using the cpu board. With the device in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarms to operate for a period of 2 minutes and found that both alarms operated without any issues. The cpu board passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. Ls1 resistance had been measured showing a solid 402k ohms, verifying that ls1 was not shorted or open. The technician verified that ls1 (secondary speaker) functioned as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. Additionally, the technician purposely generated an alarm condition by temporarily disconnecting the pprox tube from the pprox port of the stb. The technician verified that the alarm for pprox generated as expected. No problem was found.